Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the lead was repositioned and was replaced. The patient was doing well post-operatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.